Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin did not exit the tubing or cartridge tubing during the fill tubing step. Customer's blood glucose was 170 mg/dl. Reportedly, the supplies were changed to address the event.